Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the patient experienced an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter and an adverse event. The sensor was inserted into the abdomen on (B)(6) 2018. The patient's wife stated the cgm was displaying 6.4mmol/l but the patient was feeling low, so they took a finger stick reading and the bg meter was reading 3.1mmol/dl. The patient treated themselves by drinking soda. At the time of contact, the patient was doing fine. No additional patient or event information is available. Data was received for evaluation; data review confirmed the reported event of inaccurate cgm values. A root cause could not be determined via data.